Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse discovered the leak was coming from the differential sample line. The fse replaced the differential sample line which resolved the leak and the differential vote outs. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that the coulter lh 780 hematology analyzer was leaking blood mixed with reagent under the flow cell. The volume of the leak was unknown and was not contained within the unit. The instrument also generated differential vote outs. The operator was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.